Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: ni. Detailed description of event: rep received information from customer regarding a broken bag but cannot provide any additional information. Model and lot # are unknown. Patient injury is unknown. Product availability is unknown. Limited information available. Additional information received via email from account manager on wednesday, 22may2019: "I spoke with several people and nobody knows anything about it. The individual that told me about it may have been misinformed. It could have been a incident from a long time ago. He initially asked me if our bags were radiopaque and when I was asking him why he told me they had a bag that broke but he didn't know any details. I tried to get more information but he doesn't have any more details." Additional information received via email from account manager on monday, 10jun2019: no there is no product. Type of intervention: ni. Patient status: no injury and no information regarding the patient status.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: ni. Detailed description of event: rep received information from customer regarding a broken bag but cannot provide any additional information. Model and lot # are unknown. Patient injury is unknown. Product availability is unknown. Limited information available. Additional information received via email from account manager on wednesday, 22may2019: "I spoke with several people and nobody knows anything about it. The individual that told me about it may have been misinformed. It could have been a incident from a long time ago. He initially asked me if our bags were radiopaque and when I was asking him why he told me they had a bag that broke but he didn't know any details. I tried to get more information but he doesn't have any more details." Type of intervention: ni. Patient status: no injury and no information regarding the patient status.